Manufacturer narrative:
(B)(4): the set screw was returned for eval. Microscopic examination found the set screw initial thread lead was damaged which suggested cross-threading.

Event description:
It was reported that the pt underwent posterolateral fusion from l5 to s1. The pt later underwent revision surgery to extend the construct to l4. There was no report of hardware failure. Reportedly, fusion had occurred. The hardware was removed and replaced with a different device sys. While attempting ot provisionally tighten the set screw into the multi-axial screw (mas) at l4 the set screw stripped; the set screw was crossthreaded. Add'l attempts were made without success. A new screw was used, with a new set screw, without further incident. It is unk if the stripping of the set screw caused damaged to the head of the mas. Upon visual inspection after the surgery, it was found the threads at the top of the screw tulip head appeared to have been damaged. There was no report of instrument malfunction. The surgery time was extended approx 25 minutes.